Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer has received insulin flow blocked alarms. The customer also reports damage the center button and battery compartment to the pump, battery issues, rewind processing running slower, and the pump's clock running fast. Customer declined to provide their blood glucose level troubleshooting was not completed. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.